Event description:
It was reported that during a supply change, the ilet user was unrolling the tubing and attempted to peel off the adhesive when the adhesive folded over on itself, preventing proper use of the set, and the user opened another set to proceed; the event involved an infusion set being deployed incorrectly. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and no alerts or alarms occurred. Investigation included case assessment aligned with internal troubleshooting protocols. Investigation of this case revealed an application error related to the infusion set adhesive handling and insertion process. It was concluded, based on previously established findings for similar reports, that user technique during set preparation and deployment was the most probable cause.